Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 50mm aaa.  It was reported that during the index procedure, the main body bifurcate was correctly implanted. During the insertion of the contra lateral limb  etlw1613c93ee, the patient was moving a lot, which caused the limb to go outside the overlap zone without the possibility of re -introducing it. A non mdt (vbx) balloon expandable stent was then implanted to bridge between the main body and contralateral limb with good results.   A final angiogram was performed which showed an endoleak suspected to be a type ia endoleak. Several angiograms were performed with different projections with a pigtail inside the main body where there was evidence of an endoleak and the level of the flow divider.  Following this, the physician then implanted a endurant cuff which reduced the endoleak but did not resolve it.  Per the physician the cause is a tear in the main body.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak at the level of the flow divider was confirmed on the films provided; however, the subtype and cause of the endoleak could not be fully determined. The returned angiogram videos did not show the exact moment of deployment of the contralateral stent graft limb etlw1613c93ee or the limb deployed prior to bridging with a non-medtronic stent graft . Therefore, the inaccurate delivery and separation endoleak between the main body bifurcate and the contralateral limb could not be assessed. Lack of pre-implant contrast CT's did not allow for a thorough assessment of the pre-implant anatomy. A type I endoleak seems unlikely as there appeared to be adequate proximal and distal seal. While a type iiib endoleak cannot be ruled out, this is unlikely to have occurred at index. Analysis of the returned films did not reveal any obvious anatomical factors that may have led to an acute type iii endoleak (e,g, calcification). The endoleak appeared to be in a location where the components were not overlapping; across a single fabric layer. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity . This likely type IV appeared as focused leak from the flow divider that is due to the higher porosity in that portion of the stent graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.